Manufacturer narrative:
The analysis results found that the cdh29 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The device was received fully loaded with staples, a new washer was installed, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut test media and the breakaway washer without incident. The device opened and closed without any difficulties and the staple line was noted to be complete. The test anvil was placed on the device and did not come out during testing. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a reversal hartman procedure. The anvil tip fell off during connection. Another device was used to complete the case. There was no consequence to the pt.